Event description:
It was reported that a patient underwent a ventral hernia repair procedure approximately 6-9 months ago. The patient presented a month ago with a wound infection. The wound was red and painful. The consequence to the patient is not known at this time. There is no additional information available at this time.

Manufacturer narrative:
(B)(4). Infection occurred. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.